Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, the complaint was confirmed. The device was returned with a missing heat shrink. A probable root cause of this issue could be attributed due to excessive heat applied during sterilization. A corrective action was initiated to assess a root cause of similar incidents, which is under investigation phase. Ref: CAPA# (B)(4).

Event description:
During a robotic hysterectomy procedure, the heat shrink from the renew lapclinch grasper tip fell into the patient. The heat shrink was retrieved from the patient. The procedure and anesthesia time was extended by ten (10) minutes. There was no harm to the patient.